Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case near the display window corners, cracked display window and a stained end cap sticker. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 390 mg/dl. The insulin pump was not dropped or exposed to moisture. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.